Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient was still waiting for x-ray time in another hospital. No date had been set. Impedances were not checked after the patient moved around. No additional diagnostics or troubleshooting was done since the health care provider (hcp) was waiting for the results of the x-ray. Reprogramming of the implantable neurostimulator (ins) was attempted, but it did not help so the patient choose to have the original settings. The patient's therapy was not effective and they had approximately 50 percent of the previous therapy outcome. The patient was aware of the problem and was turning stimulation off when they had to do movements that caused the shocking. Once the movements were complete, the patient turned stimulation back on. The issue was not resolved. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that after a bilateral implantable neurostimulator (ins) replacement procedure in (B)(6) 2016, the patient experienced a very strong shocking sensation at the right ins pocket site. The inss were implanted on each side of the patient's chest beneath their clavicles. In (B)(6) 2017, the patient was given the possibility of increasing stimulation amplitude. At that time, the patient did not experience any change in tremor or a shocking sensation. The patient was receiving the same treatment in (B)(6) 2017. When the patient tried to adjust stimulation by 0.10v, they did not experience any help or change with tremor, but they had a shocking sensation. The shocking sensation was very strong and irregular, occurred several times an hour all day, and did not depend on body movement. There was no specific intervals between the shocks, even if the ins pocket is touched. The patient met with their health care provider (hcp) for a check up. Impedances were checked and found to be normal. The hcp tried turning the ins off and the patient had severe tremor so they were receiving therapeutic effect, but increasing stimulation did not help. The shocking sensation did go away when the ins was turned off. The ins was programmed to c+, -1, 3- at 3.7v, 60 usec, and 125 hz on one side and c+, 0-, 2- at 3.7v, 60 usec, and 125 hz on the other side. The patient's hcp had ordered an x-ray to be taken. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.